Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed crosstalk oversensing, resulting in inappropriate mode switching. The crosstalk oversensing occurred when the sinus rate was elevated and the device began ventricular pacing. Normal thresholds and in-range measurements were noted. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received over two years later reported that pacemaker was returned with no recent reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.